Event description:
It was reported that the quick bolus button is no longer working. It was also reported that the device had been dropped. Device functions when plugged in to a power source.

Manufacturer narrative:
The product has not been returned for evaluation. Should new info become available a supplemental report will be submitted.